Manufacturer narrative:
B. Braun attempted to obtain incident and patient details, as well as pump identification (serial number), but they have not yet been provided by the user facility. Pump return has also been requested. Additional information will be provided when available.

Event description:
Reportedly, on (B)(6) 2009 at 7:30 pm, facility had a 24 hour chemotherapy running at 21.7cc/hr that had to be discontinued at 12:50 pm on (B)(6) 2009. When stopped, the pump recordings indicated that 262cc infused and 132cc remained to be infused. According to the timeframe, 379cc should have infused and there should have been 141cc remaining as the bag was marked as being 520cc in total.